Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and observed the probe dripping diluent. He replaced diluent filters, peristaltic pump tubing and cleaned/reseated probe block. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. Fluid was leaking from the probe on the instrument while running quality control (qc) samples. The leak was less than 1 ml in volume and leaked onto the counter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.